Event description:
The patient contacted animas on (B)(6) 2012, reporting that after the pump was exposed to pool water the pump turned off. The patient changed the battery and noticed that there was water in the battery compartment. The patient confirmed there are no cracks to the display or pump casing. The patient stated that the battery cap was secure and the yellow o-ring was not showing. The patient also stated that the cap has not been changed for two years. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.